Manufacturer narrative:
The device history record review demonstrated no non-conformances or capas related to the lot as the lot met specifications. The device remains implanted and the fragments remained in the patient are from another device not made by tyber medical.

Event description:
The patient did not develop a surgical site infection. He had some delayed wound healing related to that two cchs implants were implanted, received on through (B)(4).dr (B)(6) stated that the patient was currently happy and would see him again in 4 weeks. If revision surgery is happy, dr (B)(6) will remove drill fragment at that time. If not, he has stated that he will leave it where it is. X-ray revealed: screw has migrated slightly and drill bit fragment identified. The fragments generated are from an unknown drill device not made at tyber medical.